Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 9/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty labeled winding and one dispensed needle suture combination outside the foil packet that pertains to product code sxpp1b456 were received for analysis. During the visual inspection of the returned sample revealed that the needle exhibited a dark coloration and pitted at the tip area, this condition causes the needle does not meet the required specifications. Additionally, no foreign matter was found on the sample. Based on the information currently available, pitting defect was identified during the investigation of the samples received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 8/14/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please describe the 'black dots and depressions' that was observed on the needle. What was the foreign matter¿s appearance? Please refer to the returned device. Are there any photos of the foreign matter available? No. Was the product seal on the foil still intact when the package was opened? Yes. It was reported that the event date is june 22, 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Loc just received the complaint from hospital in july 2025. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. It was reported a needle appearance issue. Upon opening the package, it was discovered that the needle had black dots and depressions. There were no patient consequences reported. Additional information was requested.